Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Event description:
Distal tip has broken during acl procedure. The procedure took 30 minutes longer. The following additional information was received via email from the affiliate on 7-20-2015; the broken fragment was removed with the procedure extended 30-40 minutes.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
Distal tip has broken during acl procedure. The procedure took 30 minutes longer. The following additional information was received via email from the affiliate on (B)(6) 2015; the broken fragment was removed with the procedure extended 30-40 minutes.